Event description:
An end user called in and stated she noted a red, painful rash under the mass and tape border, which she stated also, extends beyond the tape border. The end user also stated this redness began approximately four (4) years ago. The end user stated she has been using this product for four (4) years and changes the wafer every day.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user stated she cleans her skin with warm water and mild soap, dries her skin and applies stomahesive powder. The end use was educated on skin care and crusting with stomahesive powder. The end user also stated her stoma is retracted. Samples of convex products were to be sent to the end use to try. An investigation was conducted and through the analysis of complaint data a specific root cause could not be determined, as no product was returned. Based on the evaluation of the materials and processes, there was no change that would account for the serious injury reported. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. (B)(4).